Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, the force bipolar instrument had a damaged conductor wire. There was no reported patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the exact timing was unknown, but the issue was noticed during central processing. The instrument was inspected for any damage prior to reprocessing. There was no loss of cautery associated with the damage cable and there were no signs of thermal damage. No arcing was observed and no fragment fell inside the patient. Isi did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed. Failure analysis could not verify the customer reported event. The instrument passed the continuity test. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation. Additional finding not reported by site: the instrument was found to have a frayed grip cable at the distal end. The probable root cause of the broken conductor wire cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no broken conductor wire. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event; however, the grip cable was noted to be frayed. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.